Event description:
The facility reports the lifter became stuck in the up position during a resident transfer. The emergency down button failed to operate. The resident was safety removed, no injuries reported.